Event description:
The customer reported that the insulin was not functioning properly, and he was not getting any alarms or receiving insulin. The customer changed the infusion set and reservoir. Reviewed the bolus to establish the amount of insulin given, and she received. The bolus wizard did make the correction needed, and the basal rate was set and correct. Advised the customer to call his doctor regarding his high and low blood glucose. The customer hung up and the testing could not be completed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.